Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 55 seconds or 102% of expected accuracy.

Event description:
As reported by the user facility: unit was reported with over infusion issues.